Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had an MRI the day prior and during the procedure the patient felt a tingling sensation at the generator site. The MRI was stopped, but the procedure was later continued and the patient felt the tingling sensation again. Caller didn't know if the appropriate MRI guideline was followed, they hadn't had a chance to check the patient's system. Caller was the patient's managing physician. Additional information was received, the MRI tech had used a t/r coil. No further complications were reported or anticipated.